Event description:
It was reported patient had a PICC inserted on june 8th prior to entering the isolation ward. On (B)(6), during catheter flushing, the dressing was found to be damp. Upon opening the dressing to inspect it and flushing the catheter, fluid leakage was discovered. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.